Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 142 mg/dl. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank due to battery connector not plug in properly to interface board. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.